Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer personnel to evaluate the device. The rse indicated during an evaluation of the system that the customer device issue was resolved by discharging and readmitting the patient into the system. The rse did not observed certain ECG alarms were switched off at the information center which may have caused the system alarm issue. Reporting address state: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating the system alarms have no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.